Manufacturer narrative:
(B) (4). The ge service rep turned on the system and began getting the error message "stator not on." He checked the system and found the power motor relay pcb was out of order and the circuit breaker (cb2) was broken. He replaced the parts for the power motor relay (pcb). The system operates as intended.

Event description:
The customer reported that there was a burning smell coming from the system. No pt injury was reported.